Event description:
It was reported that the pt reported for an atrial cardioversion. Once the actual cardioversion was delivered, an error message stated possible output circuit damage. R-wave amplitudes were not stable and the right ventricular capture threshold had increased. The ICD and lead were explanted and replaced.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of output circuit damage was confirmed in the lab. The device was tested on the bench and found the q1 and q4 output transistors shorted. Energy dispersive x-ray spectrography of an arc mark on the device can found metals used in lead conductors. The cause of the damage was a lead insulation anomaly.